Event description:
Information was received that the cadd ms3 pump displays a service prompt. Another pump (B)(4) works but the screen is dark and patient cannot view the settings. Pharmacy is sending replacement pumps. Dose or amount: 98.9 nkm sqr, frequency: continuous infusion, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Infusion was life sustaining. No reported adverse effects.